Event description:
It was reported the patient's lead was fractured. The fractured was confirmed during the surgery. The patient spun the battery in the pocket causing the lead to fracture and the battery to be loose in the pocket. Additionally, it was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on 23apr2024 wherein the lead and ipg were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.